Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse replaced the drain valve, the pipette bypass valve, the rinse/waste station and the sample probe. The fse re-reran controls and the controls passed. The system was operational. (B)(4).

Event description:
The customer reported the positive control of the iq200 elite instrument was running low. There were no erroneous patient results generated or reported out of the lab.

Manufacturer narrative:
Correction: the date of this report and the date received by the manufacturer were changed from 08/25/2015 to 12/22/2015.